Event description:
It was reported through a pmcf survey study that a patient acquired a pressure injury upon placement and during treatment on the surface. It was reported that the patient was chronically ill with emergent admission to the ICU.

Manufacturer narrative:
The customer further reported that the isotour surface did not contribute to the alleged stage I pressure injury, and there were no discernable defects alleged with the product. Based on information provided by the customer, it was determined that the injury was not attributed to the isotour surface.

Event description:
It was reported through a pmcf survey study that a patient acquired a pressure injury upon placement and during treatment on the surface. It was reported that the patient was chronically ill with emergent admission to the ICU. Further information was not provided.